Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the distal end post was misconfigured, the tip was rolled up and was about to come off. Based on the results of the investigation, it is likely that the device failure is related to improper loading of the sheath onto the endoscope, by applying too much force to insert the endoscope into the sheath or pushing the scope too far down the sheath, deforming the tip post as the weld joint of the post to the sheath could not withstand it. The instructions for use (IFU) distributed in japan was discovered to have inadequate language providing warning or caution as to the risk of damaging stopper when excessive force is used during insertion and the risk of not inspecting sheath prior to use, which is an important step to ensure the tip of sheath is not damaged during insertion of rigid scope. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lens cleaning sheath tip was already bent when opened. The issue was found during a procedure, which was completed with a replacement. There were no reports of patient harm.